Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient denied headaches at follow up visit on (B)(6)2018. The rep is unsure if the source was identified. The explant has not been scheduled, and is pending per the doctor. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient started getting headaches after implant and that the stimulation was not helping lower back, mid-thoracic, or lower abdominal pain. The ins was reprogrammed but the issue did not resolve and the patient wanted the ins to be explanted. Explant was being planned but had not yet been scheduled. No further complications were reported.